Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was implanted with a non boston scientific implantable cardioverter defibrillator (ICD) system, thus was considered non-conditional for magnetic resonance imaging (MRI). The patient needed a MRI scan of his spleen, and also had a cardiac MRI scan a few weeks earlier. During the first scan, he noted feeling a flutter below the chest and in his collarbone. The health care professional (hcp) will need to identify MRI facilities that will perform non-conditional scans. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to d4: this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was implanted with a non boston scientific implantable cardioverter defibrillator (ICD) system, thus was considered non-conditional for magnetic resonance imaging (MRI). The patient needed a MRI scan of his spleen, and also had a cardiac MRI scan a few weeks earlier. During the first scan, he noted feeling a flutter below the chest and in his collarbone. The health care professional (hcp) will need to identify MRI facilities that will perform non-conditional scans. This rv lead remains in service. No additional adverse patient effects were reported.